Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). No product has been returned. A sample of the same lot has been analyzed, no failure has been detected. Device history record (DHR) was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported that the cement stayed gummy and unstable till 11 minutes after preparing it. The hardening was done in more than 15 minutes. Room and storage temperature was 18,9°c ¿ 20 °c.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device will not be returned to the manufacturer. Therefore, it will not be analyzed. A sample of the same lot number have been analyzed in the laboratory under standardized conditions (23°c, hygrometry >40%). The product did not show any unusual behavior during mixing, handling or setting. The reported behavior of the cement could not be reproduced. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported that the cement stayed gummy and unstable till 11 minutes after preparing it. The hardening was done in more than 15 minutes. Room and storage temperature was 18,9°c ¿ 20 °c.